Manufacturer narrative:
New information was received from the customer and the complaint was re-valuated. This complaint no longer meets our reporting criteria. H3 other text : see h.10.

Event description:
It was reported that mixed product occurred before use with a syr 3ml 22ga 1-1/4in. The following information was provided by the initial reporter, "4 syringes with double needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred before use with a syr 3ml 22ga 1-1/4in. The following information was provided by the initial reporter, "4 syringes with double needle."